Manufacturer narrative:
The customer reported that the infusion set was leaking. One sample of material number 2420-0007 and one concomitant sample of a unidentified extension set with a filter was submitted for quality evaluation. Visual examination of the sample did not indicate any damages or abnormalities of the infusion set, however, there was visual evidence of dried medication on the outer surface of the drip chamber spike. The infusion set remained connected to the unidentified extension set with filter, and was then primed with a 85% glycerin and 15% water solution due to the customer stating the infusion set was used with lipids. A simulated infusion was conducted at a rate of 125 ml/hr and there were no leaks identified from the sample. From the evidence of the dried medication on the drip chamber, it is possible that the leakage reported came from and issue with the medication bag connector and not the drip chamber spike. The customer complaint of leakage could not be replicated. A root cause was not established because the failure was not replicated. A device history record review for model 2420-0007 and the possible lot numbers was performed. The search showed there were no quality notifications issued for the failure mode reported by the customer during the production builds of these sets. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No further information was provided. Material#: al24200007 batch number#: unknown it was reported by customer that omegaven lipids noted to be leaking @06:26am on 11/14/23. No apparent hole seen on tubing or lipid bag. Also, leaked IV fluid did not stain floor/IV pump with the typical white stain from lipids. Instead, it was clear/oily, wasn't visible. Floor/ IV pump and lipid tubing felt slippery to the touch. Verbatim#: rcc received a complaint via email. Email(s) attached. Record number : (B)(4) description as reported : omegaven lipids noted to be leaking @06:26am on 11/14/23. No apparent hole seen on tubing or lipid bag. Also, leaked IV fluid did not stain floor/IV pump with the typical white stain from lipids. Instead it was clear/oily, wasn't visible. Floor/ IV pump and lipid tubing felt slippery to the touch. External reference number : 8107761395 product code : al20129e and al24200007 product name : extension set 7in microbore 1.2 mic fltr manufacturing site : dist lot#/work order : n/a complaint quantity : (B)(4) request action : credit customer reply: the event date is 11/14/23 and yes, we do have the product ready to be returned for evaluation.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E1: initial reporter facility name- (B)(6) hospital . H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following : description as reported : omegaven lipids noted to be leaking @06:26am on (B)(6) 2023. No apparent hole seen on tubing or lipid bag. Also, leaked IV fluid did not stain floor/IV pump with the typical white stain from lipids. Instead it was clear/oily, wasn't visible. Floor/ IV pump and lipid tubing felt slippery to the touch.